Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number ramping anomaly was noted during testing. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had an unresponsive keypad and the numbers kept scrolling. The customer's blood glucose was 235 mg/dl. The discontinuation of the device was advised. Nothing further was reported.